Event description:
It was reported that intra-operatively, the delivery catheter was being slit off when the handle and a portion of the catheter broke off leaving the remainder of the catheter around the lead. The remaining portion of the catheter was removed. Upon plugging the left ventricular (lv) lead into the header, the impedance was high except for the tip to coil portion. The physician chose to leave the lead in place, using the tip to coil portion. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.